Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular lead exhibited shock impedance measurements greater than 200 ohms. The physician and field representative would discuss a plan of care. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular lead exhibited shock impedance measurements greater than 200 ohms. The physician and field representative would discuss a plan of care. At this time the device remains in service. No adverse patient effects were reported. Additional information was received that isometrics testing was performed which no right ventricular (rv) noise could be observed on the non boston scientific rv lead. A chest x ray had already been taken. The patient has not followed up with the electrophysiologist for additional testing. The device and lead remain in service. No adverse patient effects were reported.